Manufacturer narrative:
No sample collection or preparation information was supplied. A bec field service engineer (fse) was dispatched to troubleshoot the issue which included replacing the reference valve. The customer has confirmed that this issue has not reoccurred to date since the replacement of the reference valve.

Event description:
The customer contacted beckman coulter (bec) reporting that the olympus au681-10e clinical chemistry analyzer generated an erroneously high potassium (k) patient result with instrument generated flags. The sample was re-run on an alternate au680 analyzer yielding a value within the normal range. The erroneous result was not reported out of the laboratory. Patient demographics (age, date of birth, gender, and weight) were not supplied by the customer. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.